Manufacturer narrative:
On 03/31/2016 the field service engineer (fse) found a leak in tubing through pinch valve pv27 that caused the leak, diff voteouts and nrbc flags. The tubing was replaced to fix all the observed issues. The repairs were verified per established procedures. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported an uncontained clear leak of less than 2 ml from the coulter lh500 hematology analyzer during startup. The diff backgrounds failed at startup. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, face protection and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.